Event description:
It was reported that there was a power on reset (por) condition. It was noted that it was the right device that had a por message. It was further noted that the patient charged daily, but it was unknown when the por message had appeared. It was noted that the patient was unable to adjust stimulation. Additional information requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0455228v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 64001, lot# n312790, implanted: (B)(6) 2012, product type: adapter. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0527189v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 64001, lot# n312790, implanted: (B)(6) 2012, product type: adapter. (B)(4).

Event description:
The patient's doctor was has not seen the patient since (B)(6) 2013 and does not know about this event.